Event description:
On (B)(6) 2023: following routine "usual" daily therapy session, pt was happy, sitting in chair of bedside, talking with parents. At time of the occurrence, pt - child that was supported on a berlin excor vad was sitting in bed when parents noted bleeding in the bed. The patient and berlin cannulas and pump were immediately assessed, and found to have spontaneous bleeding noted from cannula portion that was connected to the berlin - specifically it was the inflow cannula (silicone / plastic) connection to the berlin excor inflow of the pump (metal/titanium), spontaneous bleeding was noted or identified to be exiting from a cut / break in the cannula at the connection point on the pump. The inflow cannula to the pump was secured with manual pressure then immediately clamped to prevent further blood loss. The pt subsequently lost consciousness, arrested, emergency resuscitation - pals-CPR was initiated. Both inflow and outflow cannulas to and from the berlin pump were clamped. Berlin pump function (fill and eject) was stopped to emergently place the pt on to ECMO support as life sustaining measure. Pt was transferred back to the ICU from the cardiac floor or cardiac progressive care unit. (This report is being re-entered, original as submitted on (B)(6) 2023 was incorrect submitted, incomplete).